Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a (B)(6) female had a less invasive stabilization system (liss) distal femur plate placed due to a femoral fracture approximately 9 months ago. The patient re-presented to the surgeon with a broken plate. Further investigation found that the original fracture had failed to unite. As a result, the surgeon believes that the plate was then absorbing all of the load from the patient¿s femur, causing the plate to break. The surgeon attributes the event to the patient¿s lifestyle, siting specifically her smoking. He indicated that the patient smokes one pack of cigarettes each day, which can impede bone healing. The patient underwent implant replacement surgery, during which bone graft was taken from the contralateral leg using the reamer irrigator aspirator (ria) and packed into the fractured, non-union site. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date of post-operative device break is unknown. Device was discarded and will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.